Manufacturer narrative:
Medical device lot #: 7100534, medical device expiration date: 04/30/2018, device manufacture date: 04/10/201. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
Bd vacutainer® pst¿ gel and lithium heparin (lh) blood had false readings. No serious injury or medical intervention.